Event description:
Customer reported that he had unexplained high blood glucose, and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 792 mg/dl. Customer stated that he run three units fixes prime and he did not see insulin exit. He also stated that he was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.